Manufacturer narrative:
This report is submitted on october 25, 2021.

Manufacturer narrative:
This report is submitted on may 7, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an extrusion of the electrode. Reimplantation is planned but has not yet taken place at the time of this report.